Event description:
The customer reports erratic architect stat troponin-I results for one patient sample. The patient sample generated results of 0.048 and 0.032 ug/l. The customer uses a cut-off value of 0.03 ug/l. The sample was retested one hour later and generated results of 0.025, 0.027, 0.026, and 0.018 ug/l. All runs were sampled from the same primary collection tube. The ECG on this patient was abnormal: atrial fibrillation with rapid ventricular response with diffuse st-t abnormality. It was noted that this abnormality is possible due to myocardial ischaemia and may also be partly due to rhythm. Controls were within specifications on all runs. There have been no issues with any other assay or patient samples. There is no reported impact to patient care.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer observed falsely elevated results for one patient while using the architect stat troponin-I assay, list 2k41-28, lot 79248un12 and the architect i1000sr analyzer, list number 01l86-40, serial number (B)(4). The customer retested the same sample an hour later with expected results. There is no indication of the cause for the initial elevated result. Accuracy testing was completed using retained kits of reagent lot 79248un12. Six replicates of a panel of known concentration was tested on one architect platform with all results meeting the acceptance criteria of 0.22 ng/ml to 0.42 ng/ml. This indicates acceptable product performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operation manual contains information to address the current customer issue. A product malfunction was not identified.